Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump¿s battery life was approximately one day. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/20/2015-product analysis:the device was returned and evaluated by product analysis on 07/02/2015 with the following findings:the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed no evidence of a shortened battery life; data relevant to the complaint date was overwritten due to continued extended pump use. Multiple unexplained rebooting events were observed. A battery compartment crack was observed. The returned battery cap threads were damaged and the cap could not attach properly to the pump. A test cap was able to secure properly to the pump. The pump successfully completed a prime sequence without issue or alarm with the test cap. The pump¿s power draws were within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.